Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s health care professional wanted the patient to come in every month to get pills but the patient did not want to take pills. The patient also reported that their hcp wanted to remove the patient¿s because the patient was on a low dose. The patient had been doing well on the pump and doesn¿t want to take oral medications for their pain. The patient missed their refill appointment on (B)(6) 2014. The patient reported that their hcp told the patient he wanted to take the pump out because the patient missed their refill. The patient reported they planned to go to their hcp on (B)(6) 2014 to fill the pump. The pump was used to infuse an unknown drug. No outcome or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.